Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported the distal end of the screwdriver broke into the liner screw. The broken piece was retrieved from the patient.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. As returned, the hex feature is fractured from the main shaft. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.